Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the image processor circuit board was defective and was replaced. Additionally the single board computer upgrade kit was installed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800's images were very blurry and difficult to interpret. Additionally communication failure messages were displayed. There was no adverse patient involvement reported. There was no patient information reported.